Event description:
1) ablation procedure started, first catheter plugged into cable and hooked up to the engine, no accurate or working temperature probe on this catheter, or our system was just not showing temperature due to equipment malfunction. 2) second ablation catheter set up and the "sensor deflection" is inoperable or just not showing up on our monitors appropriately.